Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) and calibration were acceptable on the day of the event. With siemens remote assistance, the customer replaced and aligned the reagent 2 (r2) probe, centered the reagent 1 (r1) tubing nut in the transducer housing, checked sample tubing was not over rotated or pinched, verified alignments, cleaned windows, recalibrated the cre2 assay, and ran qc, which recovered acceptably. Siemens reviewed the instrument data and observed mixing issues. Siemens evaluated the event and determined that the r2 probe, windows, and r1 tubing nut alignment potentially contributed to the falsely depressed cre2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed creatinine (cre2) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original dimension exl 200 integrated chemistry system. The repeat result recovered higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cre2 result.